Event description:
The manufacturer representative reported that the patient was getting therapeutic benefit, but did not and had to use more pads recently. The patient had a return of symptoms. Impedance measurements were taken and pairs 0 and 1, 1 and 2, and 2 and 3 showed greater than 4000 ohms at 1.5v and 270 pulse width. The patient's implantable neurostimulator (ins) had abdominal placement and they were having the ins replaced. The manufacturer representative wanted to be walked through possible options for new ins abdominal placement. The manufacturer representative didn't know the cause of the high impedances and return of symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.